Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Trending displayed a dramatic rise in rv pace impedances. Technical services (ts) recommended bringing the patient in for further evaluation. An evaluation was performed and the rv lead was found to be fractured. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the rv lead: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Trending displayed a dramatic rise in rv pace impedances. Technical services (ts) recommended bringing the patient in for further evaluation. An evaluation was performed and the rv lead was found to be fractured. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.